Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported impact to the customer¿s blood glucose level. Review of the pump data logs by tandem technical support showed the pump battery was rapidly depleting. Reportedly the customer would continue to use the pump for insulin therapy.